Manufacturer narrative:
The complaint of product incorporates / allows air passage on item b30183 could not be confirmed by investigation since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no non conformities were found that would have led the reported complaint..

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger. It was reported that there was air in the line toward the end of the infusion. The medication involved is ramucirumab with infusion rate of 297 ml/hr. There was patient involvement and unknown patient harm reported.